Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string was missing from a tampon and she was unable to remove the tampon she had worn for two hours. She was extremely uncomfortable and had to go to gynecologist for the tampon to be removed with tools. She experienced vaginal pain and soreness from removal of the tampon.